Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level at the time of incident was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump was received with pump error 38 due to corroded motor home switch. Unable to verify pump error 23, 43 and 130 due to pump error 38.